Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: bishnoi s, pulle mv, puri hv, asaf bb, bangeria s, bhan a, singh a, kumar a. Video-assisted thoracic surgery (vats) in the surgical management of acquired benign broncho-esophageal fistula. Asian cardiovasc thorac ann. 2025 mar;33(2-3):135-141. Doi: 10.1177/02184923251343326. Epub 2025 may 21. Pmid: 40398848. The aim of this stud is to evaluate the role of vats in the surgical management of acquired benign bef in 19 patients between march 2013 and march 2024. Echelon flex (ees) and echelon endopath ¿ 45 mm green reload (ees) were used to performed and the staple line was examined for its intactness. Reported complications: echelon flex (ees), echelon endopath ¿ 45 mm green reload (ees). Gastrograffin leak (n=1): treatment: was initially managed conservatively with rylès tube feeding, antibiotics, and a chest drain. Due to persistent leakage observed on follow-up gastrografin studies, an esophageal stent was subsequently placed, resulting in complete resolution of the leak. Post-op right lower lobe pneumonia (n=1): treatment: which resolved with conservative management and chest physiotherapy. In conclusion, video-assisted thoracic surgery is a safe and effective approach for managing benign bef, offering excellent long-term outcomes with minimal morbidity. Conversion to thoracotomy is required in select cases with dense adhesions.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.